Event description:
It was reported that a malfunction occurred on the pump, with no notable events happening prior to the issue. There was no reported impact to the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in the reset process. The customer was informed to continue using the pump and to call back if the malfunction code reappeared, which was acknowledged and understood.